Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. During implant of the implantable pulse generator (ipg) system, the patient`s blood pressure dropped and the patient went into pulseless electrical activity. Patient received cardiopulmonary resuscitation, external shocks and additional procedures were attempted however the patient passed away